Event description:
As reported by the edwards field clinical specialist, as the physicians were positioning the sapien valve the clinical specialist noticed the flex catheter had not been pulled back. Just as the physician began another pacing run, the operator was reminded to pull back the flex catheter, but at that point they had begun inflating the delivery balloon. The valve remained stable in the annulus and they quickly pulled back the flex catheter and completed balloon inflation. The valve was successfully positioned 50/50 in the native annulus and was functioning appropriately. However, it was determined that since on initial inflation the balloon was pushed down into the ventricle, due to the flex catheter still being flush with the valve, that the balloon, and possibly the guidewire, resulted in a torn chordae tendineae at a2. This resulted in severe mitral regurgitation (mr). The patient remained hemodynamically stable with no medications. It was decided to take the patient to the ccu intubated and observe him overnight. If there was no resolution of the mr he would be taken to surgery for a chordal repair. There was some discussion up at the table as to whether the wire was entangled in the mitral apparatus. The decision was made not to reposition the wire as one of the operators didn't think so. Additional investigation revealed the following: per report, the day following the tavr procedure the patient underwent surgical mitral valve replacement. The valve type of the mitral valve was not known. Either during the procedure or following the procedure, the patient experienced a massive stroke. The patient's family decided to discontinue life support and the patient passed away a couple days later.

Manufacturer narrative:
The device was not returned for evaluation. In addition, there is no allegation of device dysfunction. The imaging from the procedure could not be obtained for evaluation. Per the instructions for use (IFU), cardiovascular or vascular injuries, such as perforation or damage of vessels, ventricle, myocardium or valvular structures that may require intervention are potential adverse events associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. Chordae tendinae rupture in tavr can occur during advancement of the bav catheter or delivery system and is most likely to occur with the transapical approach. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. In this case, the root cause of the torn chordae tendineae cannot be confirmed. However, per report, it was determined that since on initial inflation the balloon was pushed down into the ventricle, due to the flex catheter still being flush with the valve, that the balloon, and possibly the guidewire, resulted a torn chordae tendineae at a2. The retroflex 3 training manual and the procedure didactic instruct the operator to retract the flex catheter into the aorta prior to valve deployment. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
The investigation is ongoing.